Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 250 mg/dl while wearing the pod for 3 hours. In addition the patient reports the pod adhesive failed to adhere and the pod had become dislodged from the pod infusion site, (abdomen) while the patient was sleeping. The patient did not replace the pod prior to going to the hospital. Once at the hospital the patient was treated with intravenous fluids as well as an insulin drip. The patient was discharged from the hospital after 30 hours. The patient was prescribed manual insulin. As a result of this event the patient will be using insulin injections as back up treatment while awaiting pod replacement as they are out of pods.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and diabetic ketoacidosis. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.